Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device cannot boot up. There was no patient involvement.

Event description:
It was reported to philips that the device cannot boot up. There was no patient involvement. One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was isolated to corrupted program code in the flash memory u39/u40.